Event description:
It was reported that the insulin pump was experiencing rapid battery depletion. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy until the replacement arrived.